Event description:
A customer reported that results from a single patient sample obtained using a vitros eci immunodiagnostic system was associated with the incorrect patient name and incorrect assay. Mis-associated patient results may lead to inappropriate physician action. There was no report that erroneous results were reported outside of the laboratory. There was no report of patient harm as a result of this event. This report is number one of two MDR¿s for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc. Complaint number #1497573 and 1497628 / ivd# 298547.

Manufacturer narrative:
The investigation determined that the customer reused a sample ID that had a pending sample program stored in the analyzer memory and was not processed to completion. The csc reviewed information contained in the ¿sample ID reuse¿ section of the vitros eci immunodiagnostic system operator guide (version 4.1). This information describes how to properly manage sids that were previously used and not processed to completion or deleted. In addition, the csc assisted the customer in configuring the pending sample program auto-deletion feature of their vitros eci system. If a sample is not processed to completion, the sample programming and associated demographics data are retained by the analyzer in a "pending" state, as per the design of the software. Re-using the sample ID on a different sample without completion of the original request or the deletion of the pending testing will cause the original information to be carried forward. No device malfunction occurred. The investigation determined that the root cause of the event is user error due to improper sid reuse.